Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were stuck in the rewind process on the insulin pump. Customer's blood glucose was 185 mg/dl. Customer stated they were unable to exit from the preparing to prime loop. Customer stated numbers appeared on the screen during the troubleshoot. Customer stated they attempted to resolve the issue four times. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.